Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / exposed wires) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is the damaged case and wires. The root cause of the damaged case and wires is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report there were exposed wires on the patient's monitor and that the device was producing service code 204.